Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The trilogy100 ventilator was returned to the third-party service center for evaluation. During the evaluation of the device, foam particles were observed. Also, the device failed the hw power: red led flashing and alarm test during final testing. The foam was verified; the device will be returned to the customer unrepaired. Additionally, not related to the issue, there is dust on the blower box.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.